Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties could not be determined. Based on the limited information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation of the balloon. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during the procedure, the balloon on the 2.25x15 mm xience proa stent delivery system detached. There was no reported adverse patient effect. No additional information was provided.